Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was unknown. The customer was admitted to the hospital. The customer cause of emergency room visit was hyperglycemia. The customer was treated with IV and gave him different insulin other than what he uses in his pump. Customer stated the doctor said the patient inactivity is playing into high blood glucose.